Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve casing. The position of the cam when valve was received was 30mmh2o. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed; no occlusions noted. The valve was leak tested; no leaks noted. The valve was reflux tested and failed. The siphon guard was tested and passed. The valve was then pressure tested at 30mmh2o, failed. The silicone housing was cut just after the cam mechanism, and the cam mechanism was unstuck. The valve was retested for programming; the valve programmed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause of the problem found during investigation is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that chpv with siphonguard was blocked after implantation and the device was revised. The valve was implanted to the patient via vp-shunt, but the initial setting was unknown. There was suspected of blockage, blockage was confirmed by a clinical symptom and imaging. The pumping was possible to conduct as usual. The reservoir was punctured and suction the csf. At the time, it was able to be collected without resistance. The surgeon commented that the ventricle side may be blocked. The cerebrospinal fluid was suction twice, for approximately 100 cc and approximately 70 cc. The revision surgery was performed. Initially confirm the cerebrospinal fluid like serum mixed. Currently the patient was follow-up by drainage. It was a hydrocephalus after brain tumor, contamination of various substances in the spinal fluid can be considered. No further information was provided by the hospital. The product will be returned to your site.